Event description:
It was reported that a patient's device system was being explanted. Two days later, it was reported that the system had been put in for peripheral nerve stimulation in the brachial plexus area. The reporter stated that the patient had never had good relief, the lead had "been in forever" and was now "pretty scarred in," and the doctor would just take the implantable neurostimulator out because it had been bothering the patient. The explant was scheduled for (B)(6) 2012. The reporter stated that the system "never worked" and the device had been dead for years. It was noted that the patient was getting adequate coverage using another device. Two weeks later, it was reported that the patient hadn't used the device in years and the device had reached the "end of life" a while ago. The device had been explanted. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).